Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/02/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.. What size of the tip was retained in the patient? What tissue was the needle tip located in the patient? Were x-rays taken to verify the location of the needle tip in the patient? Were all pieces of the broken tip removed from the patient? Was there any additional tissue dissection to remove the needle piece(s)? What is the current condition of the patient? Additional information was requested and the following was obtained: did the needle piece fall into patient? Yes. Was the procedure completed successfully? And how? Yes. Is the actual or representative sample being returned for evaluation? Actual sample will be returned.

Event description:
It was reported that the patient underwent a radical gastrectomy procedure on (B)(6) 2017 and the suture was used. During the procedure, the tip of the needle was broken and a surgeon tried to search the broken piece but it was not found. Finally, a surgeon had to complete the procedure. Now the patient is under monitoring at the hospital. Additional information has been requested.

Manufacturer narrative:
The evaluation of returned needle revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Additional information was requested and the following was obtained: did the needle piece fall into patient? Yes. What size of the tip was retained in the patient? A little bit. What tissue was the needle tip located in the patient? Unk. Were x-rays taken to verify the location of the needle tip in the patient? Unk. Were all pieces of the broken tip removed from the patient? No. Was there any additional tissue dissection to remove the needle piece(s)? Unk. What is the current condition of the patient? Stable.